Manufacturer narrative:
Please note that the following were updated on this MDR report: date received by MFR, if follow-up, what type?, device evaluated by MFR? Complaint conclusion: during the use of a poweflex pro (6 mm x 8 cm 80 cm) balloon catheter (bc), it was reported that under nominal pressure the balloon ruptured. There was no report of patient injury.  No additional information is available. The product was returned for analysis. One non-sterile unit of powerflex pro 6 mm x 8 cm 80 cm bc was returned. Per visual analysis it was noted that the balloon had inflated and deflated although no anomalies or damages were noted on the device. Per functional analysis a leak test was performed and the balloon was inflated to 10 atm (ten atmospheres) and deflated with no burst or leakage found. A device history record (DHR) review of lot 17440068 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated lot 17440068 revealed no anomalies during the manufacturing and inspection processes.  The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed.  Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Gtin# (B)(4). The product is coming back but not yet received.  Additional information will be submitted within 30 days of receipt.

Event description:
During the use of a poweflex pro (6mm8cm 80), it was reported that under nominal pressure the balloon ruptured. There was no report of patient injury. The product will be returned for analysis.